Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged malfunction (fill tubing) could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to observe insulin drops exit the cartridge patient line during the fill tubing process with multiple cartridges. Additionally, it was reported that the customer received an occlusion alarm with no identifiable blockage. Customer attempted to resolve the issue but changing supplies; however, issue was not resolved. There was no known impact to the customer's blood glucose. Customer reverted to manual injections for insulin therapy.